Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl 1400mcg/ml at 1100.3mcg/ml and bupivacaine 14.0mg/ml at 11.003mg/day via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported that 2 days prior to this report date, an alarm was heard and telemetry had not yet been performed; the patient was hearing the alarm every 10min. Patient also experienced sudden symptoms of increase in pain. The health care professional was to contact the manufacturing representative to interrogate the pump. On 04-mar-16 additional information received from a company representative that reported an active motor stall was seen on initial interrogation. The patient did not recently have an MRI. The reporter was unsure when the stall occurred. The pump was explanted due to motor stall. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the pump found motor corrosion and-or wear and-or lubrication as well as stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.